Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from march 6, 2014 to march 7, 2014. The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The device was filled with fluorouracil. The next day after filling it was found that the device had leaked from the coil cap. This occurred before patient use. No additional information is available. This is report 3 of 3.